Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported being admitted to the emergency room due. Customer states she's getting a button error. Customer also mentions that she accidently over-bolused. The blood glucose at the time of hospitalization was 30 mg/dl. Nothing further reported

Manufacturer narrative:
The insulin pump was received with intermittent button response noted. However, the insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near the display window corners noted during our visual inspection. The insulin pump passed the delivery volume accuracy test.